Manufacturer narrative:
Manufacturer's investigation conclusion: fluid ingress at the modular cable inline connector could not be confirmed based on the provided information. According to the account, the inline connection was exposed to water while the patient was taking a shower. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further issues reported at this time. The relevant sections of the device history records for modular cable, lot number 7367131, was reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas instructions for use (IFU), and the hm 3 lvas patient handbook, are currently available. The IFU provides instructions on the application of the moisture barrier on the driveline management system which is necessary prior to showering. The IFU also instructs the user to "never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ additionally, the IFU warns that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. The patient handbook instructs the user to ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ the patient handbook also warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook also contains a section on handling emergencies. The handbook also contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was taking a shower and got the connectors of the pump cable and the modular cable wet. The patient accidentally disconnected the system controller when trying to wipe the liquid from the connector. The patient immediately connected the pump cable and modular cable. There were no unusual events recorded in the log file event history and the device operated as intended. Related MFR: 2916596-2023-05399, 2916596-2023-05400.